Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), the associated electrode was observed to be coiled up in the pocket. It was reported that the patient suffered from twiddler's syndrome. The device was explanted and replaced as planned and the electrode was explanted and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), the associated electrode was observed to be coiled up in the pocket. It was reported that the patient suffered from twiddler's syndrome. The device was explanted and replaced as planned and the electrode was explanted and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.